Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated they ended up in the hospital on (B)(6) 2019 for diabetic ketoacidosis. They stated the cgm was displaying in the 370s. They started vomiting and the cgm was still displaying in the 370s, so she had her fiancé drive her to the hospital. When the hospital staff took a finger stick reading, her blood sugar was 806 mg/dl. The patient was in the hospital overnight and treated with fluids and an IV (contents unknown). As a result of the dka, the patient developed a double ear infection. At the time of contact, the patient was recovering from the dka and double ear infection. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.